Event description:
Dr. (B)(6) was informed by radiology that this patient had a type 1 endoleak. Patient outcome : "patient is awaiting possible repair with extension ."

Event description:
Dr. (B)(6) was informed by radiology that this patient had a type 1 endoleak. Patient outcome - "patient is awaiting possible repair with extension ."